Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient. The rep reported that during an implant procedure, they checked impedances with a new implantable neurostimulator (ins), and they were ¿off¿ on the 0-7 port. The rep stated that the physician redid this step and noticed that even after tightening the screw, the lead pulled right out of the header block. The rep indicated that they heard the screw click and the physician torqued it down 3-4 times. They mentioned that there had been no issues with inserting the lead, and everything appeared normal. The rep stated that the physician requested that another ins be used. The rep noted that they weren't able to reconnect with the wireless external neurostimulator (wens) at the time, and a new ins was used. A potential out of box failure was alleged. The rep indicated that the unused ins will be returned to the manufacturer. No further complications or patient symptoms were reported or anticipated.

Manufacturer narrative:
Product ID# 97715, sn: (B)(4) the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Both set screws were backed out too far. The set screw for ins port #1 was not in alignment. During bench analysis the #1 set screw was turned to be tightened with a known good 4 oz-in torque wrench and the torque wrench would just click but not hold a lead securely. Once the set screw was aligned it was tightened onto a lead and held the lead securely. The set screw for ins port #2 was also backed out too far but it was still in alignment and was easily able to be tightened onto a lead. The ins passed all functional testing and passed the impedance in saline test. Additional review indicated conclusion code (B)(4) , results code (B)(4), and method code (B)(4) is no longer applicable to the event .if information is provided in the future, a supplemental report will be issued.